Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after three days of being used, the device cuff would not inflate. The device needed to be exchanged as the patient was losing tidal volume. The patient had a successful reintubation.